Event description:
It was reported the lead was fractured, and the pt had a revision. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).